Event description:
It was reported that during surgery, a black foreign substance was found attached to the tip of the drill guide. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.